Event description:
It was reported that the customer went to the emergency room and subsequently, was hospitalized for an elevated blood glucose (bg) level that ranged from 515-516 mg/dl and high life-threatening ketones. Prior to the hospitalization, the customer administered a manual insulin injection in attempt to address high bg. The customer was treated with intravenous saline and insulin while in the hospital and was released on (B)(6) 2025 with no permanent damage and reported issue was resolved. The cause of the reported issue was due to multiple malfunction alarms that occurred. Reportedly, the pump was reset and the malfunction alarms were cleared.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.